Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 147-148 mg/dl.